Event description:
Report of two separate occurrences of failure code occurring during patient use. The pump was reprogrammed and therapy continued. The failure code will result in an audible and visual alarm and stop all channels in use. No patient compromise or injury was reported.